Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that l5/s1 tlif transforaminal lumbar interbody fusion during final tightening of s1 screw, using counter torque and torque limiting device as per surgical technique, the screwdriver shaft broke (sheared off). The surgeon removed broken parts and a alternative screwdriver shaft was used to final tighten. No delay in surgery. No effect to patient. This complaint involves one part. Concomitant parts reported: 1x screw, part unk, lot unk; 1x counter torque, part unk, lot unk; 1x torque limiter, part unk, lot unk. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.